Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the right inferior pulmonary vein (ripv), and attempts were made to ablate but the merit inqwire rosen j tip guidewire became entrapped in the lumen and was unable to be advanced in the catheter. The catheter and guidewire were able to be removed normally and replaced. There was no tissue seen at the tip of the catheter or guidewire. Fluoroscopy was used for the procedure and the procedure was performed on non-interrupted anticoagulant. Heparin was used post transeptal, and the act results were not available. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis.

Manufacturer narrative:
Additional information provided in section b5 describe event or problem, section d9 device avail for evaluation and section d9 returned to manufacturer date.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the right inferior pulmonary vein (ripv), and attempts were made to ablate but the merit inqwire rosen j tip guidewire became entrapped in the lumen and was unable to be advanced in the catheter. The catheter and guidewire were able to be removed normally and replaced. There was no tissue seen at the tip of the catheter or guidewire. Fluoroscopy was used for the procedure and the procedure was performed on non-interrupted anticoagulant. Heparin was used post transeptal, and the act results were not available. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis and investigation is still ongoing.

Event description:
It was reported that during a procedure, the farawave pulsed field ablation catheter was in the right inferior pulmonary vein (ripv), and attempts were made to ablate but the merit inqwire rosen j tip guidewire became entrapped in the lumen and was unable to be advanced in the catheter. The catheter and guidewire were able to be removed normally and replaced. There was no tissue seen at the tip of the catheter or guidewire. Fluoroscopy was used for the procedure and the procedure was performed on non-interrupted anticoagulant. Heparin was used post transeptal, and the act results were not available. The procedure was completed successfully and there were no patient complications. The catheter was received for analysis.